Manufacturer narrative:
Zimvie complaint number (B)(4). . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured and needs replacement. The screw was removed and discarded, and the implant is clear of the screw.